Manufacturer narrative:
Evaluation summary: iol returned positioned correctly in the iol case. No handling or damage observed to iol. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. No handling or damage observed to iol. Based on this, it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints for this lot. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a healthcare professional reported the capsule ruptured. The lens was not used and was replaced with a different lens.